Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would not vibrate. It was reported that the auto test was performed. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. However, failed to vibrate during self test due to corroded vibrator motor at the power attached to the battery tube assembly. Unit also received with high sleep currents due to battery tube corrosion. Found with traces of corrosion per visual inspection. Device was received with minor scratched display window and case.